Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual inspection was performed on the returned device. The device was returned with the black polymer coating torn and the tip coils stretched, thus confirming the reported coating separation. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported issue appears to be related to circumstances of the procedure.

Event description:
Additional information received stated that the coating on the tip of the guide wire was torn off, but the tip of guide wire was not separated. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that while shaping of the guide wire tip during preparation of the command guide wire, the coating on the distal 3 cm of the tip ripped off. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.